Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user attempted to announce a meal but, upon unlocking the device, only a graph was displayed; the issue was resolved by pressing the back button, after which meal announcement proceeded, and the user also reported intermittent touchscreen unresponsiveness. Symptoms included no adverse clinical effects, and the user¿s glucose was reported as 147 mg/dl. Outcomes included no injury, no medical intervention, and no alarms. Investigation included technical troubleshooting and user education. Investigation of this case revealed that touchscreen response returned after user input and that cleaning with a microfiber towel was advised for potential screen performance issues. It was concluded that the device functioned as designed after user navigation, with intermittent touchscreen behavior not reproduced during the call.